Event description:
It was reported that this lead was explanted due to oversensing with inappropriate shocks approx. 58 months after the implantation. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 58 months and 39 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to multiple shock deliveries, as mentioned in the complaint description. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The lead was found cut 15 cm distal to the is-1 connector pin (into two segments). The analysis showed that the insulation was rubbed through 9 cm and 14 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock deliveries. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted from the observed lead damage. The analysis did not reveal any sign of a material or manufacturing problem for the lead or the ICD.